Event description:
It was reported that the user experienced hypoglycemia while using the ilet in bg run mode, with a fingerstick blood glucose of 56 mg/dl and additional low glucose episodes occurring on other nights. Investigation included troubleshooting and user education conducted by support personnel. Further investigation of this case revealed that the cause of the hypoglycemia was unclear. The user reported symptoms included shakiness and weakness as a result of low blood glucose. Outcomes included the need for treatment with oral fast-acting carbohydrates; the user self-treated with hard candy and was advised on the 15-15 rule. It was concluded that, based on previously established findings for similar reports, the event was user-managed with education provided and no further intervention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.